Manufacturer narrative:
The manufacturing and sterilization records for (B)(4), lot w6821 were reviewed, and found to be acceptable. The user facility did not retain the device for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause is unknown. No further investigation or corrective action is necessary.

Event description:
The user facility in (B)(6) reported the cutter did not work properly. No patient impact.